Event description:
The following has been reported: service needed. Cleaned the av (actuator valve) pins and loading guide. No problem found while testing pump. Searched history log, found pump problem on the following dates and times: (B)(6) at 10: 31, 8:04, 7:48, 7:337:17, (B)(6) at 14;32,14:08, (B)(6) at 13:18, (B)(6) at 9:20, 9:05, 8:54, 8:39, 8:32, 8:20, 8:19, 7:32, 7:20. (B)(6) at 18:46, 5:21, 5:154:56, 3:57,. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: electrical hardware failure (18v). The device returned for an 18v failure. Electrical conductivity tests were performed. The readings for the power entry board were lower than normal indicating a problem with the power entry assembly. The pogo pins do not evenly line up out of the rear housing to make full contact with the charging bracket. During functionality testing the device failed set ID sensor tests. The set ID and the power entry board will be replaced during the repair process and all necessary functional testing will be performed to ensure functionality. Reporting as a conservative measure for the sensor hardware failure (set ID sensor). No adverse effects were reported.